Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when trying to fire after grasping the tissue, it was unable to fire. The reload was replaced and using the same handle the device worked properly. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.